Manufacturer narrative:
Reported event of clip failed to release. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip failed to release from the catheter to deploy. The clip was removed from the site. The procedure was completed with another resolution clip. No patient complications resulted from this event. The patient's condition following the procedure was reported as "no harmful issues with pt."